Event description:
It was reported that the wire of the bag broke in use. It broke apart. A piece of the wire remained in the belly of the patient.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. Returned defective sample was examined and the reported defect was confirmed. The root cause of this complaint was determined as improper manipulation with the bag during bag removal. The bag was not pulled out through the closure loop. Used tool (pliers/graspers) probably caused damaging in of protective white tube and excessive force caused breaking of the wire.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the wire of the bag broke in use. It broke apart. A piece of the wire remained in the belly of the patient.